Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device service history records (shr). A review of the previous service shows that the device was repaired accordingly and the previous service does not attributed to the reported failure. The reported error was not able to be duplicated during device evaluation. In the fault log error code 200 ref 14 was recorded 7 times. The unit had multiple scratches and can use as is. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a bipolar turp (transurethral resection of the prostate) procedure, the device exhibited an internal error message 200 ref 14 error. There was a delay of approximately 30 minutes due to troubleshooting being performed by the user. The device was turned off and on and rebooted, the user tried different loops multiple times. According to the reporter, the user turned down the settings, and completed the procedure with the same device. The device was inspected prior to use. There was no patient harm reported due to the event. The patient was reported to be stable. No injury was reported. No user harm or injury reported.